Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 for an abutment removal procedure. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 15, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient developed a scalp infection and was treated with oral antibiotics (duration and specific date not reported).